Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 79 mg/dl and 300 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
It was reported that the patient has expired. On 05/20/2010 (through follow-up with the health-care provider), it was learned that the cause of death was prosthesis thrombosis.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information was received. The operative report and autopsy report was also provided, however, they are not dictated in english. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Technician alleged that the right intermediate siderail was not latching.

Manufacturer narrative:
Evaluation summary: the valve as returned is sewn in a section of host anatomy. Unknown material is detected at the inflow and the outflow aspect. No other inconsistencies detected or in the x-ray. Leaflet disruption - indeterminable.additional manufacturer narrative: the device evaluation was completed on 06/21/2010.